Manufacturer narrative:
The wrong box was inadvertently checked on the initial report. "Not returned to manufacturer" should have been selected. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine wouldn¿t power on after heat disinfect. The biomed inspected the power supply and reported finding wires that exhibited signs of melting. The biomed stated that some of the white wires were browned and the wire coating was beginning to melt off. There was no burning smell, charring, arcing, or smoke noted. In addition, there were no reports of sparks or flames. The biomed confirmed there were no other damaged components or parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were approximately 18,000 hours logged on the machine at the time of the event. To resolve the reported issue, the biomed replaced the power supply. The biomed reportedly used a refurbished power supply. The machine was subsequently returned to service and was reported to be fully operational at the time of follow up. The original power supply was reportedly discarded. There was no patient involvement associated with the reported event.